Event description:
There was a crack on the finger pads of the transfer set after a few months use. No injury was reported.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample evaluation was performed. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection of the set; chipping/flaking and crack of the light blue main body was noted. The complaint was confirmed in the lab for crack. The lot number was not provided; therefore a batch review cannot be conducted. The cause of the incident was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.